Manufacturer narrative:
The reported issue that after upgrading to version 9.33 there have been several instances where the pca module is not recognizing a properly loaded syringe could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that since the 9.33 upgrade, there have been several instances where the pca module is not recognizing a properly loaded syringe. The customer states they haven't changed anything, including the syringes. There's no report of patient involvement. The customer would like to know if there were any changes in sensitivity settings involved with the 9.33 upgrade.